Event description:
It was reported the patient experiences discomfort at the ipg site when he lays on a hard surface. The patient does not use the system often and plans to have the system explanted.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.